Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. Post-operatively in 2009, the pt developed a mesh erosion. As a result, there was a need for surgical intervention. A mesh resection was performed on an unk date.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.